Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the hemostasis failure using the angioseal device. The following information was provided by the user facility: when the suture was cut off to complete the procedure, the physician found that the hemostasis failed. In echography, it was found that the anchor was not positioned against the vessel wall, so the anchor was withdrawn and successfully removed from the patient in thrombus aspiration technique. Hemostasis was achieved by manual compression only. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. The size of the sheath ancillary used was 7 fr. Blood loss was reported to be less than 250cc. There was no impact to the patient.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Additional information was received on 8/17/2017: the user facility reported that there was a kink in the device. It was reported that during the procedure, a kink in the device was found, so the device was withdrawn and successfully removed from the patient. Hemostasis was achieved by manual compression only.

Manufacturer narrative:
There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.